Manufacturer narrative:
The end user rebooted the unit which resolved the issue. There was no ge healthcare repair. Block a: patient information could not be obtained due to country privacy laws.â â  legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no report of patient injury.